Event description:
Ventilator was on patient, respiratory therapist was setting up parameters and noticed the ventilator was changing set inspiratory tidal volumes without input from user. Ventilator was removed from the patient and taken to biomed. The symptoms were duplicated in biomed.